Event description:
It was reported that during a therapeutic ureteroscopy this balloon catheter was inflated and burst at 20 atm. No part of the balloon detached, and there were no patient complications. It was retrieved easily and procedure was completed with another device. No additional information forthcoming.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifiacations. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.